Manufacturer narrative:
Clarification to d6a implant date: partial date was provided as "a few years ago" and populated as 2023, but 1/jan/2023 is before the manufacturing date of the device and has been removed. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. - use error: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis deformation are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: b5, d3, d6a, d9, g1, h3, h6, h11.

Event description:
Healthcare professional reported "capsular contractures baker grade IV". This record is for the left side. The affected device is a sizer that was implanted, which does not conform to the device's intended use. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "capsular contractures baker grade IV". This record is for the left side. The device has been explanted.